Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016. Re-implantation is planned but has not occurred as of the date of this report.